Event description:
The biomedical engineer (bme) reported that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, as it was removed from service. No user harm was reported. No testing was reported to have been performed to replicate/determine the issue. The bme requested the part numbers for replacing parts (thumbwheels, and feet) for securing the device to the universal stand. The remote service engineer (rse) provided the part numbers for the following parts - foot kit, thumbwheels, central processing unit (cpu) tray cover, air inlet filter. The rse noted that a visual inspection was performed to confirm the issue. This investigation is ongoing.